Event description:
It was reported that the cardiomems implant procedure was aborted due to inability to advance the cardiomems delivery system past the patient's pulmonary arch. The physician attempted to use two different sheaths but was not able to advance either sheath past the patient's right ventricle. Two cardiomems systems were also attempted and neither could advance to the target position (second sensor attempt is reported under MDR-2024-25859). The physician stated that they believe the cause of the problem was due to the patient's unique anatomy. There were no adverse consequences reported.

Manufacturer narrative:
The following components were received in the return: delivery catheter with tethered sensor and usb in original product box. Visual inspection of the length of the catheter showed blood clots inside the catheter due to usage. Visual inspection of the hub of the catheter showed no abnormalities, tether wires were not removed. Visual inspection of the sensor showed blood present due to usage, but no sensor damage. It was observed that the tethering pattern was correct. The returned catheter's outer diameter was found to be within specification with a thickness of 0.0460 in. At the distal tip and 0.0460 in. At the proximal end by a digital caliper. The width of the sensor was found to be within specification with a width of 2.20mm, 2.02mm, and 2.16mm determined by a digital caliper. The event could not be reproduced due to inability to reproduce patient specific anatomy which was reported to be a contributing factor in the event. Also, the sheath used in the procedure was not returned. No device abnormalities were identified that would have contributed to the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. This and similar events continue to be monitored and trended via quality data review.